Manufacturer narrative:
The returned device underwent a visual inspection and functional tests to assess the device status. Based on the results of the investigation, a definitive root cause could not be identified. Multiple dents were noted on insertion tube and black image with noise during angulation was an indication of damaged charged coupled device attributed to the impacts on insertion tube. The most probable cause of the reported malfunction is traced to component failure. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the image from the bronchovideoscope appeared black with noise during angulation. There was no patient involvement.